Manufacturer narrative:
Patient weight unavailable at the time of filing. A medtronic representative went to the site to test the equipment. The representative did a spin with the system and navigated using a navigation system and was accurate. The system was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that after the initial spin, the surgeon was touching known landmarks and stating that they were 5-7 millimeters inaccurate. Another spin was performed and it was still inaccurate in the same measurement. It was noted that medtronic imaging and navigation were aborted. It was also noted that the site had used the system the next day and it performed as intended. The system was used with the same navigation system both times. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue.

Manufacturer narrative:
B5: additional information submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that logs are not available due to covid-19 pandemic. Inaccuracy was due to hip pin placement (i.e uses hip pin attachment on cervical procedure). Patient anatomy had changed during exposure. Accuracy checks were done the following day by manufacturer representative and verified accuracy. Another imaging system (c-arm) was brought in for remaining screws.